Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that they were trying to change the power of the stimulation because it was giving them more headaches since the implant date. The patient stated when they turn their head slightly it felt like they were getting a shock. They also stated they felt a different sensation in their eyes and head. The agent reviewed therapy guidance and walked the patient through the implant connection. The patient adjusted therapy to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.